Event description:
It was reported that the system locked up after rebooting itself. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and reseated circuit board contacts. The system operates as intended.